Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and motor error. The customer's blood glucose value was 148 mg/dl. Customer reported while rewinding his insulin pump the piston went forward and he could not rewind his insulin pump also received motor error when trying to rewind. Customer reported that keys no longer responded. Customer reported that the drive support cap was flush. The device will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on esc button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test, self test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. Drive support cap was inspected and no anomaly was noted.